Manufacturer narrative:
If implanted, give date: 2008. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting procedure in-stent restenosis occurred. A unspecified sized taxus liberte stent was implanted in a bifurcation of the left anterior descending artery in 2008. Approximately three years post procedure, the patient presented with symptoms relating to a coronary blockage in a different lesion. During this examination the physician noted that the previously implanted taxus liberte stent in a different lesion had restenosed. However, the restenosis was not felt to be causing any apparent symptoms for the patient. It is unknown if the restenosis was treated. No complications were reported and the patient's status is reported as stable.